Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms. Customer's blood glucose level was 580 mg/dl. Customer treated with a manual injection. Customer stated that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer stated that he seems to get the alarms when his reservoir level is at 60 units. Insulin pump will be replaced per customer's request. No additional information provided.